Manufacturer narrative:
H3: analysis of the ins 97810 (s/n (B)(6)) showed that the device passed all testing in the laboratory and no anomalies were identified. The returned ins was able to connect with a known good communicator with no issues. The returned ins was able to connect with a known good wireless recharger and completely recharge with no issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins and lead were both replaced. Impedances were checked showing all within normal limits prior to explant.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va29u3f, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was the patient who had reported rapid discharge. The ins successfully recharged following the rapid depletion as confirmed by rep in the room with the patient. The rep did not have further information on whether the patient recharged weekly and there was no recharge session data available. The patient did not fall. X-rays were done and there was no change in lead placement. Patient was scheduled for a hydrodistension, the rep did not know the reason. Tech support (ts) did a conference call with rep and ins engineer regarding follow up on the case. Patient received new ins. Engineer reviewed findings related to the battery levels of the ins that was replaced. Engineer confirmed por was noted following battery depletion as expected. Rep confirmed the patient had reported seeing the ins drain quickly. After review of the different screens the patient may see while attempting to charge related to the percentage seen or not seen, the rep reported that there may have been misinterpretation by the patient. Rep reported she has not heard from the patient since implant. Rep will be meeting with the patient on dec 22 for normal follow up and will address any recharging questions at that time. Ins engineer provided contact info if needed.

Manufacturer narrative:
Device code a051205 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the battery takes 6 hours to charge then depletes within an hour. The impedance check was normal. The patient had worked with the rep to charge their battery to 100%. The rep checked on them 30 minutes later and the charge remained at 100%. The patient went home and called the rep a few hours after leaving (less than 4 hours) and said that their battery was back to 0%. Factors that may have led to the issue, were a fall and hydrodistension post implant. Surgical intervention was scheduled for (B)(6) 2020.